Event description:
Patient was to be transferred for higher level of care. Ems arrived. Respiratory therapy at bedside to set up portable ventilator for transport. Patient placed on portable ventilator, then moved to stretcher. Ems continued to adjust IV fluid pole and place on their cardiac monitor. Registered nurse came back into the room and noted that patient was more pale than usual. Not hooked up to ems monitor yet. Pulse checked and felt thready. Respiratory therapy still in ICU and started bagging patient. Code blue called - coded for 14 minutes. Respiratory therapy questioned if the portable ventilator was working properly on the battery power. Respiratory therapy stated that it was plugged up and fully charged prior to use. Respiratory therapy staff member, ICU registered nurse staff, and emts not familiar with equipment. Checked by biomed here and equipment was functioning properly. Problem with user error while using the equipment. Did transfer the next day and expired on (B)(6) 2016. Found to have severe post-anoxic encephalopathy.